Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was currently hospitalized for non-diabetes related issues, but had a blood glucose level of 413 mg/dl. Caller stated that the high blood glucose level was treated with a manual injection. The caller also reported that the insulin pump had a battery out limit. Customer was shipped a replacement battery ca'p. The insulin pump was not replaced or returned for analysis.